Event description:
A malfunction alarm was reported, with the customer experiencing a malfunction code of malf 0 and a reset conducted by the customer that hindered fault ID confirmation. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump following the issue.